Event description:
A us distributor returned a monitor that was unable to latch to an electrode belt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (connector won't stay latched) has been confirmed. Upon investigation the monitor was unable to complete incoming testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging hv wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.